Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
Event occurred in egypt. It was reported that the patient faced an event on 19-apr-2026, where bent cannula caused hyperglycemia treated by manual injection. The infusion set was used for one day.